Manufacturer narrative:
The reported phenomenon is rarely occurring but well described in clinical and clinical engineering literature (see references listed below).the artifact is concluded to be the result of a combination of factors, including the nature of the plastic tubing used in the extracorporeal circuit, humidity, the manner in which the EKG electrodes are attached to the pt and the proximity of the EKG leads to the circuit tubing. There is no evidence to suggest that the subject device is any more likely to exhibit this phenomenon than any other similar device.

Event description:
During use during cardiopulmonary bypass, the user reported that the roller pump caused an artifact in the EKG tracing. There was no reported adverse consequence to the pt as a result of this event.